Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently experienced low blood glucose (bg) levels (48 mg/dl), cause was unknown. The customer consumed carbohydrates to treat the low bg levels. Recommendation was made to consult with a healthcare provider to discuss diabetes management.